Event description:
It was reported that the ecs29 was used during a laparascopic colo-rectal surgery. It was reported by the affiliate that the surgeron argued that the stapler did not cut the tissue, although he heard the click when he fired the device. The surgeon used a second stapler and afterward he converted the surgery to open and made the anastomosis. The pt expired of a pulmonary thrombo-embolism. 3/23/1998 add'l info received by affiliate. Concerning the pts medical history, the hosp had a clinical meeting to review the case and agreed that the pt was not a candidate for lap-colo-rectal surgery. The hosp doesn't have the pts medical history. The surgeon has used this device or similar (cdh) in more than 40 cases. The surgeon had-in-servicing and also o.r. Support when he started using the ecs29.

Manufacturer narrative:
Endopath stealth endoscopic/conventional circular stapler - based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The breakaway washer was received fully cut, indicating that the knife transected the tissue and the washer. The instrument was reloaded with staples and fired. It fired and formed all the staples as designed. The staple heights and staple formation were measured and were found to be conforming with respect to manufacturing requirements. The instrument was returned without the anvil. However, the inside portion of the breakaway washer was received fully cut inside the instrument, indicating that the knife had transected the tissue and breakaway washer. The instrument was reloaded and fired with a test anvil. The instrument fired and formed all the staples as designed. The breakaway washer and test media were fulllly cut. It could not be ascertained as to why the instrument reportedly did not cut the tissue.